Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes on different days: lo (<19 mg/dl) and 107 mg/dl, lo (< 19 mg/dl) and 130 mg/dl, and lo (< 19 mg/dl)and 130 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.